Event description:
It was reported that this incident involved a patient with significant calcification and tortuosity of the aorta. Nineteen hours after insertion of the iab, blood was seen in the catheter tubing. The iab was removed and a replacement was not indicated. There were no patient complications.